Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. No unexpected insulin flow blocked alarm noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical services for high blood glucose on (B)(6) 2020. Blood glucose reading was 26.5 mmol/l. The customer alleged that insulin pump was under delivering insulin. The customer reported that buttons of insulin pump was not responding and had insulin flow block alarm. The customer was treated with manual injection. Troubleshooting for the customer¿s high blood glucose was performed. The insulin pump will be returned for analysis.